Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator for post laminectomy pain. It was reported that the recharger was not charging. The pin broke off about 2 weeks prior to the report. The recharger battery was depleted and it was off. The desktop charger cord was fraying. This occurred several months prior to the report. The patient had been trying to handle the cable ¿gingerly.¿ an implantable neurostimulator (ins) overdischarge was suspected. The last time any stimulation was felt was 1 to 2 months prior to the report. The patient turned the ins off due to a low battery about a month prior to the report. Both the desktop charger and recharger were requested for analysis, but neither products were returned. Additional information has been requested regarding the outcome of this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.